Event description:
Note: this report pertains to the second of two products used during the same event. Please refer to associated manufacturer report # 3005099803-2009-03124. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, "system is not going through all the checks correctly". Follow up info received on 06/24/2009 confirmed that unit actually shut down. There were no pt complications reported with this event. Although attempts were made to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).